Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient reported that 3 weeks ago she was ¿hospitalized¿ due to hypoglycemia, and that the blood glucose level would have been extremely low. The patient would not have experienced any symptoms, and no cgm nor blood glucose reading were available from before treatment. The patient was given food, and when a fingerstick was taken 5 minutes after, the cgm reading was 256 mg/dl, and the blood glucose reading was 91 mg/dl. No further treatment was reported to be needed and it was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. No other details were documented and the reporter declined to provide further information. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.